Event description:
The service repair technician reported that during routine testing of the device at the service center, the blood parameter monitor (bpm) experienced an arterial high potentiometer (hi-pot) failure. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.